Event description:
A malfunction alarm referred to as "malf 9" was reported, but there was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump, and after the reset, the issue did not recur. Customer was advised to continue using the pump and to contact support again if the problem returned.